Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter is confirmed. One 4 fr groshong clearvue catheter with a stiffening stylet and flushing hub inserted, one silicone end cap, one statlock in a sealed pouch, one attachable suture wing in a sealed pouch, one 14 g IV introducer needle, and one assembled two-piece nxt connector with a short length of catheter attached were returned for evaluation. An initial visual observation showed use residue on the assembled catheter, but no obvious evidence of use was observed on the other returned samples. An attempt was made to flush the assembled nxt connector with a 12 ml syringe of water; however, the connector was found to be occluded. No leaks were found during attempted infusion. The connector was disassembled, and the proximal connector piece was flushed separately and was found to be patent to infusion. Once the nxt connector was disassembled, a microscopic observation revealed the catheter within the connector was bunched up within the distal connector piece. The distal connector piece was dissected, and the proximal end of the catheter segment within was found to be damaged and exhibited shape memory from the bunching of the catheter. The length of the catheter proximal to the compression sleeve within the distal connector piece was observed to be longer than the metal cannula of the proximal connector piece. This evidence, along with the damage observed on the catheter segment within the connector suggests the catheter may have been assembled onto the cannula of the proximal connector piece incorrectly, which caused the catheter to become occluded. The product IFU outlines the correct order of steps to attach the connector pieces to the catheter.

Event description:
It was reported that when placing the catheter, the operator found that the catheter was occluded. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2010 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when placing the catheter, the operator found that the catheter was occluded. No other information was provided.